Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A 16-fr gore dryseal sheath with hydrophilic coating (dsl1628j/12879707) was advanced from the right side and a trunk ipsilateral leg component was successfully deployed, followed by two contralateral leg components being implanted. Upon retrieval of the introducer sheath after all the endoprostheses were implanted, intimal rupture was revealed in the right common femoral artery. It was reported that vessel diameter of the right common femoral artery was 5.8 mm. Intimal rupture of the right common femoral artery was surgically repaired. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.